Event description:
Customer reported reciving inaccurate erratic readings. In blood glucose tests, customer rec'd readings of 420 mg/dl and 120 mg/dl within 10 minutes.there was no report of death, serious injury or mistreatment associated with this event.